Manufacturer narrative:
Troubleshooting has been performed by a service technician. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).

Event description:
(B)(4).